Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the air bubbles near the reservoir. Furthermore, the customer had high blood glucose and the insulin pump did not alarm no delivery. The blood glucose reading is 350 mg/dl. Nothing further reported.